Event description:
A caller reported an issue with a continuous glucose monitor, specifically a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump. After following the guidance, the caller successfully completed the sensor session without encountering further errors.